Manufacturer narrative:
(B)(4). Concomitant products: aspirin, prasugrel; xience xpedition 2.5 x 12 mm stent. The first rx xience xpedtion mentioned is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that a xience xpedition stent was implanted in a coronary artery and the patient had unstable angina. The xience xpedition stent implanted became occluded by plaque (plaque shift). Another xience xpedition stent was implanted as treatment in an overlapping 1-2 mm technique and the event resolved. Post-procedure, the same day, the patient began to have crushing chest pains (unstable angina) again and was brought back to the catheterization laboratory. There was a subtotal thrombosis occlusion at the target lesion. An angioplasty intervention was done as treatment and the event was resolved without additional adverse patient sequela the same day. The same day, there was also a slightly elevated creatinine kinase-myocardial band (ck-mb) level of less than two times the normal upper level. There was no diagnosis of a myocardial infarction and the patient is on effient medications and plan to continue this therapy. The events resolved on (B)(6) 2014 without further adverse patient sequela. The patient was discharged two days later. There was no additional information provided.